Event description:
The manufacturer received information alleging maintenance required. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error code related to the machine flow sensor was observed in the error log. Evt_mach_flow_drift_high means the machine flow sensor drifted above the specification (>0.2lpm). The machine flow sensor was replaced to address the issue. Additionally, unrelated to the reportable error, during the evaluation of the device at the third-party service center, an error code related to the motor controller was observed in the error log. Evt_mcl_foc_shutdown means the motor controller has proceeded to the shutdown state due to an error with the motor. The blower was replaced to address the issue. Also, an error code related to the sensor offset was observed. Evt_drift_debug means sensor offset during drift calculation is too high. The replacement of the machine flow sensor would address the issue.